Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, and the customer was informed about the necessary steps for transitioning to the new pump, including storage instructions and programming settings. The customer acknowledged these instructions and will use an mdi as backup therapy during the transition.